Event description:
It was reported to (B)(6) via fax that the catheter became clogged, would not flush or pull. Have also had multiple issues with them tearing and needing replaced. Have also had a patient get a bsi that is diligent in cleaning and cath. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".